Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that her husband experienced high blood glucose level of 400 mg/dl. The customer did not list symptoms and treated with the insulin pump. Troubleshooting was not performed. The product is not returning for analysis.